Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 412 mg/dl. The customer was treated for the high blood glucose with 16 units of insulin. The customer was not hospitalized and did not feel symptoms of high blood glucose. The customer called back to troubleshoot and to perform a high pressure test on their insulin pump. The insulin pump passed the test functions. The device was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.